Event description:
Pump declared alarm 30 while in use, but there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer service assisted in loading a new cartridge correctly, allowing the customer to successfully resume insulin therapy. No additional information was available regarding the original cartridge lot number.